Event description:
It was reported during knee arthroplasty that upon opening up the articular surface implant, the device was identified to have a hair on it within the packaging. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h11. The following sections were corrected: d4, h4.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: a1, a2, a3, h4. A review of pictures provided and returned product identified a hair on the surface of the implant. However, the event could not be confirmed as the packaging was opened, the source of the debris is unknown and the condition of the device when it left zimmer biomet could not be determined. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.